Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in a mildly tortuous, mildly calcified, 87% stenosed segment of the diagonal artery. The lesion was predilated using a 2.5x24mm taxus express2 drug eluting stent, the stent did not cross the lesion and the stent came off the delivery balloon. No further action was taken to retrieve the stent. The stent remains in the patient. Another taxus express2 stent (unknown size) was used to complete the procedure. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
H6 evaluation: the delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. The manufacturing records for top assembly batch 8706473 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends. The cause of the difficulties stated in the complaint could not be determined.